Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and dimensional inspections were performed on the returned device. The stent dislodgement was confirmed. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that when the protective sheath was removed from the 3.0 x 38 mm xience alpine stent delivery system (sds), the stent implant dislodged from the balloon. It was observed that the stent remained in the protective sheath after it dislodged. There was no patient involvement and no clinically significant delay reported. A new 3.0 x 38 mm xience alpine was used to complete the procedure. No additional information was provided.